Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a consumer regarding a patient who was implanted with a neurostimulator (ins) for gastrointestinal/pelvic floor. It was reported that patient didn't like the device itself and wanted the ins off. Patient indicated that they couldn't find a good position to sit in because of the discomfort with the ins in the pocket area. Patient also didn't like the sensation in their vagina. The process on how to turn off the ins was reviewed with the patient. Once the ins was turned off, patient confirmed they didn't feel the stimulation sensation. Patient mentioned that they were notified of a urinary tract infection (uti) the day of the implanted device and was taking medication for that issue. Patient has an upcoming appointment to review potential removal of the device. No further complications were reported.